Event description:
It was reported that the patient's right hip was revised due to thigh pain. An accolade ii stem, biolox head, and poly liner were revised to an mdm metal liner, adm/ mdm poly insert, and a competitor stem and head.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.